Event description:
A nurse reported that the set was leaned against the homechoice machine after the therapy had finished and about two hours later, a spill (fluid) was observed under the cassette. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The actual sample was evaluated and the reported issue was confirmed. A pressure test was performed and leak was observed from the crack.; however, based on the information obtained during baxter's investigation, a root cause could not be determined.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was requested. A follow up report will be submitted should further information become available.